Event description:
The customer reports that when they used the feeding bag, leaking was noticed. Issue occurred prior to use; no patients involved.

Manufacturer narrative:
The device history record review of the reported lot number, shows evidence that the product was released according to all established procedures. Three samples were received for investigation, during the evaluation it was detected that 2 of the three samples received belong to the part number reported and one of them didn't. The results of the samples related with the product number reported shows detachment between the silicon tube and the chamber. A functional test was performed to duplicate the failure mode reported, the detachment was not observed during the evaluation. A possible root cause could be the stretching of the peristaltic tubing before usage or incorrect placement in pump causing additional stress to the tubing and detached. Since the failure mode was not duplicated during the evaluation, the complaint was not confirmed. A corrective action will not be necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.